Manufacturer narrative:
The investigation for the access site bleed has been completed. During the advancement of the repositioning unit, oozing was noted from the access site. It is reported that all best practices were followed during insertion and that replacing the pump with a new one resolved the complication. Data logs are not relevant to the complication and the product was not returned for investigation. Due to limited clinical details and the product not being returned for investigation, the root cause of the access site bleed could not be determined. B.1 product problem was selected incorrectly on initial manufacturer device report number. E.1 email was incorrect on initial manufacturer device report number and the correct current email is unknown. Us phone number was incorrect on initial manufacturer device report number and the correct number was added. G.2 foreign selection was checked on initial manufacturer device report number and should not have been. H.6 an incorrect medical device problem code was noted on initial manufacturer device report number and a new code has been added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, the repo sheath was advanced to groin at skin level and oozing was noted where blue suture hub is connected and white cable part outside of body. The repo sheath was damaged. The doctor attempted to do angle matching, but groin site continued oozing from the connection. The doctor decided to exchange for new pump. No oozing was noted with new pump.